Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (required intentional coverage of the left subclavian artery at the time of implant). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (required intentional coverage of the left subclavian artery at the time of implant).

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported. It was reported that at the time of implant the physician elected to place the stent graft just distal to the common carotid artery, intentionally covering the left subclavian artery in order to successfully exclude the thoracic aortic aneurysm. At the time of procedure there was no embolization or bypass performed. The procedure was performed as intended and without complication. Approximately one week later the patient presented with neck and left shoulder pain as well as a cold left hand. Four days later a procedure was done to transposition the left subclavian artery. The physician ligated the left subclavian artery and transposed it to the left common carotid artery. The patient was discharged two days later. No additional clinical sequelae were reported, and the patient is fine.